Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform performed by zoll in (B)(4) showed that the flexible patient restraint was broken. The autopulse platform is a reusable device and was manufactured in 09/02/2009. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint. A review of the platform archive was performed and user advisory (ua) 139 (unable to hold compression position) message was observed on the reported date of the event. The error was cleared by the azm technical service team before sending the platform to zoll (B)(4). Therefore the platform passed functional tests without displaying any fault or error messages. The platform was further investigated and found that the motor drive train brake gap was out of specification which caused the platform to display the error message. The brake gap could not be adjusted back within the specification. Both the set screws would not lock into the encoder dimple locking hole and caused the brake to disengage. The drive train was replaced to remedy the reported complaint. In summary, the customer's reported complaint of autopulse displaying a system error messaged was confirmed during archive review and further functional testing and was attributed to a defective drive train motor.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. Archive log was reviewed by zoll (B)(4); the system error 139 (unable to hold compression position) was confirmed. Also the brake gap was also found to be 0.012 inches. Device will be returned to zoll (B)(4) for further evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a daily device check of the autopulse platform, the customer reported that the device displayed a system error message. No patient involvement reported.